Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a procedure the tooth on the insertion handle broke off, not allowing the nail to engage. The surgeon had to switch systems and use another nail instead. Procedure was completed successfully with five(5) minutes surgical delay. This report is for one (1) cann connecting scr w/internl thrd f/percutan insertn handl. This is report 2 of 3 for complaint (B)(4).